Manufacturer narrative:
This report is filed march 30, 2015.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2014; during the same surgery, the patient was re implanted with a new device. This report is filed january 30, 2015.

Event description:
Per the clinic, the patient experienced poor sound quality with device use, resulting in the decision to explant the device (date of explant not reported). The device has not been made available for analysis as of the date of this report, (B)(6) 2014.

Manufacturer narrative:
(B)(4). Device is currently unavailable.